Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was provided. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.